Event description:
Hcp reports patient presented with a sign of infection in the lumbar region listed only as redness. No date of onset was given and the physician indicated no diagnosis was established. Perioperative antibiotics were administered and the patient does not have meningitis. The hcp indicated that it was unknown if cultures were obtained. Both oral and IV antibiotics were administered and the infection has reportedly resolved. No report received of device explant and the product has not been returned to the manufacturer for analysis. Hcp indicated patient superficial skin infection only, as other relevant information.